Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with saline mentor siltex round moderate profile 300 cc breast implants and experienced bilateral capsular contracture baker grade iii and seroma and deflation on the right side. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implants 350 cc, catalog number 3503504bc, lot number 7660388, serial number (B)(4) on (B)(6) 2019. This report is for the left side.

Manufacturer narrative:
On 4/24/2019, it was noticed that patient code 3191 (no code available) was mistakenly omitted from the initial report 1645337-2019-10534 submitted on 4/24/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 5/9/2019 indicated the patient did not experience seroma. Manufacturer¿s reference number: (B)(4).